Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. Additionally, patient stated that they experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and failed - fail -sensor wire is detached. The problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier. A root cause could not be determined